Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further investigation was performed on the universal surgical manipulator (usm). The slider block was found to be broken which caused the reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the carriage on arm 3 of the patient side cart (psc) was loose. The customer contacted technical support after the procedure was completed. The customer described a loose connection between the carriage and the rail. The case was completed with no other issues and with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) on arm 3 due to the carriage being loose on the rail. Following the replacement, the system passed the diagnostic test engineering (dte) tests. The system was tested and verified as ready for use. The usm was returned to isi for failure analysis investigation. A visual inspection was performed with no issues noted. The insertion rail was tested with a 0.371" rail gauge, and passed, but the carriage was loose. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a testing platform where all tests passed.